Event description:
Coaptite post approval study. A pt (B)(6), was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. The pt was injected with 1.0 ml coaptite on (B)(6) 2010. The pt developed a mild urinary tract infection on (B)(6) 2010 (almost 4 months post injection), which was treated with antibiotics for 4 days, prescribed by the pt's primary care physician. At which time, the symptoms resolved. Dr. Patel does not feel the uti was related to the coaptite implant.

Manufacturer narrative:
(B)(4). This event was reported in the line listing of the interim post-approval study status report for (B)(4), submitted to the FDA on 09/30/2010. Since the adverse event required antibiotics, to correct the uti, this event was determined to be a reportable event. The device history records for coaptite lot 1014617 were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted.